Event description:
A surgeon reported an intraocular lens (iol) exchange. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provided a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested 04/18/2008 and 04/30/2008 by mail, fax and phone. A completed questionnaire has not been received.